Event description:
When the surgeon tried to insert the stem in question, the proximal part of the femur fractured lengthwise up to about 5cm without breaking sound. The surgeon fixed the fractured part with a nesplon cable(s) and implanted a basic cemented stem instead. It was reported that the surgeon did not introduce a size 5 broach aggressively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product problem. There is no apparent deformation of the summit hip stem. The polished neck of the stem adjacent the insertion/extraction feature is grossly damaged. There are other mars and scratches apparent on the polished neck of the stem. Product checked dwg-157000110, rev v. Passed dimensional inspection to product ID. No product problem identified dimensionally. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.